Event description:
The physician was attempting to implant a resolute integrity drug eluting stent. As the stent was passed from the guide into body the struts "peeled up."

Manufacturer narrative:
Evaluation results: inherent risk of procedure-failure to deliver the stent and stent deformation. No results available since no evaluation performed-device or procedural images not provided for review. Related to operational context-stent damage is most likely procedural related. Evaluation conclusion: inherent risk of procedure-failure to deliver the stent and stent deformation. Unable to confirm complaint-device or procedural images not provided for review. Related to operational context-stent damage is most likely procedural related. (B)(4).